Manufacturer narrative:
A partial lead was returned in two pieces for analysis. The connector portion (a) measured 13.1 / 14.4 cm (insulation / inner coil) while the distal portion (b) measured 46.7 / 48.9 / 50.8 cm (insulation / inner coil / cables).the reported events of no capture and right ventricular undersensing were confirmed. Internal abrasion breaching the ring electrode cable lumen at 1.2 ¿ 1.3 cm from the distal tip found beneath the right ventricle shock coil with two abraded ring electrode cable coatings. The reported event of no capture and right ventricular undersensing were isolated to internal abrasion. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic, it was observed that the right ventricular lead exhibited intermittent chronic non capture as well as diminished sensing and undersensing. The lead issues were noted as chronic since nov 30, 2017. A lead fracture was suspected. The lead was explanted and replaced. The patient was discharged.